Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and 4 inappropriate shocks due to a low right atrial amplitude. Programming enhancements were performed. This device remains in service. No additional adverse patient effects were reported.